Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: partially deployed stent. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that while removing the device from the package, it was noticed that the first segment of the xpert stent was found prematurely partially deployed. Reportedly, there was no pt involvement. Though requested, no add'l info is available.